Event description:
A malfunction alarm labeled as malf 12 was reported, with the fault ID provided. There was no reported adverse impact to customer's blood glucose level. The customer plans to use multiple daily injections (mdi) as a backup insulin therapy. The customer was instructed to return it to tandem using a pre-paid label within 10 days after placing it in storage mode.